Event description:
The customer reported a 20 ml of diluent and clenz leaked from their coulter coulter lh 750 hematology analyzer station when a tubing popped off from the middle section of the blood sampling valve (bsv) and spilled onto the counter top during startup. Bsv may have the presence of blood, controls, clenz, and diluent while in operation and cleaner while in shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds, however the facility does have a risk management / exposure control plan is in place and the msds is available for review. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse rerouted tube 207 to bsv, which was binding under support beam. The cause for this event was the tube that was binding under support beam.

Manufacturer narrative:
(B)(4).